Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 24-sep-2018. It was reported that shaft kinked was encountered. A 3.00 x 28mm synergy ous mr stent was taken out from the hoop. However, the shaft was found to be kinked. The procedure was completed with another of same device. No patient complications were reported since the device never went inside the patient's body. However, returned device analysis revealed stent damage and a hypotube break. Synergy ous mr 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found on stent strut row 3 from the distal end of the stent, a stent strut was lifted and pulled in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edge of the tip. A visual and tactile examination of the found a hypotube break 214 mm distal from the distal edge of strain relief. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.